Event description:
It was reported that during a cardiac ablation (percutaneous) procedure on a patient an access set in use was found to have an inverted septum. The set had "a recessed gland" at the y-site closest to the drip chamber. The set had been used during the procedure, however, it was not known when during the procedure the inverted septum was noticed. The patient was doing well during the procedure and was fine the next morning. On an unreported date, the patient was then discharged and has been doing fine since. No patient injury or need for medical intervention was reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. A review of all batch record documents was performed for lot number r11l08121 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.